Event description:
The complainant reported that during impella placement, the 20-year-old male patient was transferred to the operating room for hematoma from the axillary insertion site. An arterial bleed was observed near the pectoralis minor. It was reported that the site was stitched, and heparin was stopped for the first twelve hours of the patient¿s care. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.